Manufacturer narrative:
The device will not be returned for evaluation, therefore we are unable to determine the root cause of the reported incident. If further information becomes available, a supplemental report will be filed.

Event description:
The manufacturer was informed that during a diagnostic colonoscopy/gastroscopy procedure, the physician was irrigating with the ofp-2 set to the maximum flow power on the pump and the flow was dangerously strong and injured the mucosa causing some bleeding to the patient. They decreased the flow on the ofp-2 but were very concerned that the highest flow injures the patient. The pump-head assembly was just replaced on the ofp-2 and the intended procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information from the user facility states there was no treatment required for the patient injury. The patient is fine today.

Manufacturer narrative:
The ofp-2 flushing pump, serial# (B)(4) was returned for evaluation. A visual inspection was performed found no abnormality on the pump head as its interlock switch and speed adjustments are working correctly. However, the bumpers of the bottom chassis found to be damaged, but will not affect the functionality of the device. The device was then checked for the measurable inspection using our test tubing maj-1651, a test footswitch. The pump flow rate speed was set to 9 (maximum). During testing, the footswitch was pressed continuously for 20 second, and the pump head would operate and deliver a minimum of 300ml water without appreciable hesitation. The water flow measurement was within standard specification (equivalent to >600ml / min). The device passed the priming and flow rate inspection. The could not conclusively determine the cause of the reported complaint since the customer¿s tubing were not returned at time of investigation. The flow rate is normal and meets specification. The device functioned as designed. Per IFU, the operator must assess the condition of the patient and use clinical and professional judgement to set the flow rate from the pump to a suitable level to avoid patient trauma. Vigorous flushing may cause bleeding from lesions or blood vessels. The flow control should always be set to minimum at the start of a procedure and be increased progressively to a level commensurate with the clinical condition of the patient.